Manufacturer narrative:
Internal report # (B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user has high glucose value.

Event description:
Consumer complaint of blood result reading of "hi". Customer states that his normal glucose range have been off track but his normal range should be 200-300. Customer test 3 times a day. Checked memory for previous results: (B)(6), 2:46pm, hi. Customer only ran one blood test. Ran back to back blood test 333/287 mg/dl. Customer just ate.